Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 2oct18. (B)(4). The manufacturer¿s international service technician confirmed the reported connector issue and replaced the oxygen inlet connector to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the high-pressure oxygen connector was faulty and that they were unable to connect oxygen. There was no patient involvement. The event date was not specified; estimate used.